Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring even without any torquing of the jaws. A new instrument was opened to complete the case. No pt consequence. Three devices discarded.